Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: d9, g3, g4, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the stenting of the middle cerebral artery for stenosis, a 4.5x28mm enterprise stent 12mm dw tip (enc452812, 11199566) was not able to advance or back within the unspecified microcatheter (mc) when the stent arrived at the target cerebral position. The physician removed the stent system and microcatheter outside of the patient¿s body together. The physician didn't implant another new stent system. There was a kink mark on the middle part of the delivery wire. There was no patient injury reported. No additional information is available. One non-sterile unit EU 4.5x28mm stent 12 mm dw tip was received inside of a pouch. The device was inspected, and it was noted that only the delivery wire was returned for evaluation, it was inspected, and it was found in good normal conditions. The functional analysis could not be performed due to only the delivery wire was returned for evaluation. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11199566 the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ could not be evaluated since during the analysis it was noted that only the delivery wire was returned for evaluation and it was found in good normal conditions. Based on these findings, the customer complaint cannot be confirmed. Also, there is no evidence that the detached condition of the stent was originated in the microcatheter. Neither the analysis nor the DHR suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported.(B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the stenting of the middle cerebral artery for stenosis, a 4.5x28mm enterprise stent 12mm dw tip (enc452812, 11199566) was not able to advance or back within the unspecified microcatheter (mc) when the stent arrived the target cerebral position. The physician removed the stent system and microcatheter outside of the patient body together. The physician didn't implant another new stent system. There was a kink mark on the middle part of the delivery wire. There was no patient injury reported.